Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat an occlusion in the circumflex artery. The bmw universal ii guide wire was advanced to the target lesion. A stent was deployed trapping the guide wire. When trying to remove the guide wire, it separated and the implanted stent struts were damaged. The separated portion of the guide wire was able to be removed using a balloon catheter. There was a delay in the procedure however was not clinically significant. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched coils were confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot of specific issue. A cine was received and reviewed. The reviewer concluded that "the complaint summary states that a bmw uii wire became trapped during a stent deployment and the wire separated during removal. The provided media (photos) confirm that guidewire separated but it cannot be determined if this separation was caused by normal or off label usage.¿ the investigation determined the reported difficulties and treatment appear to be related to the operational context of the procedure. It was reported that a stent was implanted, such that, it interacted with the guide wire and resulted in the wire appearing ¿disintegrated¿. Analysis of the returned wire confirming the ¿disintegrated¿ appearance to be stretched coils, as the coil damage was observed in the same location as the damage indicated in the photos provided by the account. Stretched coils are consistent with interaction with an accessory device. It is likely that the interaction between the wire and the stent contributed to the coils damage and bends on the distal portion of with wire. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B5: describe event or problem: updated. H6: medical device problem code 1562 removed and code 1601 added.

Event description:
Subsequent to the initially filed reports, additional information was provided. The guide wire did not separate, the tips coils were stretched however were still intact. No additional information was provided.